Manufacturer narrative:
(B)(4). Date sent: 12/30/2025. D4: batch # c9dy2f. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned el5ml device determined that it was returned with no apparent damage. Upon testing, the tip of the advancer was found broken, preventing the clip from fully advancing into the jaw, and the device could not be functionally tested due to its condition. Disassembly revealed zero (0) clips inside the clip track and damage to the ratchet pawl, indicating the lockout mechanism had been fired through. The reported events were confirmed and are related to improper use of the device. Users are advised to ensure the demarcation between the jaws and the device shaft is past the end of the trocar cannula before loading a clip, avoid excessive side loading of the jaws, and ensure the jaws are fully open and parallel before firing. The device's lockout feature is designed to prevent empty jaws from closing on a structure, and forcing the trigger closed after lockout engagement may result in the jaws remaining closed. Please reference the instructions for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch c9dy2f number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.